Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis are known observed and potential adverse patient effects as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed on (B)(6) 2013 to treat asymptomatic ischemia. The target lesion was a non-heavily tortuous, non-heavily calcified, distal right coronary artery (rca), distal to the 78% restenosed distal unspecified stent. Pre-dilatation was completed and a 2.5 x 8 mm xience prime stent was deployed at 12 atmosphere (atm) distal of the lesion. A 2.5 x 23 mm xience prime stent was deployed at 22 atm proximal of the lesion. Post-dilatation was performed and there was no reported adverse patient effects or device issues. On (B)(6) 2013 the patient experienced stable angina. Target lesion revascularization was performed for the 99% stenosed lesion proximal of the proximal edge of the 2.5 x 23 mm xience prime stent. The stable angina resolved on (B)(6) 2013. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.